Event description:
During an in-clinic follow-up, episodes of myopotential oversensing and competitive atrial pacing were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated further episodes of competitive atrial pacing were observed on the device. Abbott technical support was contacted, however, no further reprogramming could be performed. The patient was stable and will continue to be monitored.